Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's log. The device was put through extensive testing without duplicating the report. The flow screens and compressor were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor fault - 2001" and "compressor fault - 3001" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.